Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics were bent in the distal area. The optic had a large portion of optic lens material cut from the lens (not returned), typical of insertion and removal. The optic has multiple cracks near the cut damaged area. Associated products were not provided. It is unknown if qualified associated products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Follow-up attempt was conducted. Not enough information was provided to determine if a qualified product combination was used. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens implant procedure, iol found to have crack in iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).